Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Only a portion of the green suture was returned for evaluation. The white suture was not returned, the reported information stated it pulled out of the artery. The analysis indicated the ends of the returned portion of the green suture were cut. The returned device was in the correct post deployed condition and is consistent with the reported deployment of the sutures using the preclose method. Based on the reported information and visual analysis of the returned device, the report of the loss of arterial access could not be confirmed. There is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that suture placement was successful in the left common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) repair. The arteriotomy was 20 fr. And the vessel was moderately calcified. The aaa procedure was performed using a 20 fr sheath. Reportedly, after completion of the aaa procedure during arteriotomy closure the suture came out of the artery. During knot advancement the physician started to gently pull the white rail suture, then he started to apply more tension and the suture cut (or carved) into the vessel wall (in the direction of the punction site) and suddenly came free. The suture had lost all contact to the vessel wall and it was no longer possible to close the punction site. Hemostasis was achieved surgically. There was no adverse patient sequela. The physician is in-training in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The safety and effectiveness of the perclose proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.